Event description:
A customer obtained troponin (accu tni) results above the ami cut-off on two patient samples. The initial result for patient a was 0.81ng/ml and 0.42ng/ml upon repeat. The specimen was tested on a different instrument and a result of "<0.03ng/ml" was obtained. A result of 0.72ng/ml was obtained for patient b initially and a result of 0.03ng/ml when the specimen was re-tested .the results were reported out of the lab.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects accu tni samples in lithium heparin plasma tubes with a gel separator.qc has been within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed one portion. The fse performed a troubleshooting and then repeated the diagnostic testing with good results. The fse ran cardiac qc which resulted within the customer's established ranges.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.